Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3), as the office staff reported skin lesions on hands, fingers and palms after working with this material. This material is not sold in the USA. Kulzer north america distributes other denture base materials containing methyl-methacrylate as main compound. The incident is reported by importer to maintain compliance with 21 cfr 803 and out of an abundance of caution. The instructions for use of palaxtreme list methyl-methacrylate as the main ingredient of the liquids. Getting in contact with this substance either sensitizes skin or provokes an allergic reaction after sensitization. The customer was tested positive for methyl-methacrylate as allergen. The manufacturing of prosthesis from these kulzer products can only be performed by handling the product with sufficient personal protective measures. Due to the information the customer gave, he used the product in the beginning without recommended personal protection measures.

Event description:
The dental technician worked for some time with the material before the symptoms occurred. The symptoms of skin irritation and burning appeared on fingers, palm, and back of hands, wrists, and face. The dental technician sought medical advice by a dermatologist. An allergy test was performed and methyl-methacrylate and dimethacrylate were identified as allergens.